Event description:
It was reported to baxter that the tubing near the junction of the blue winged cap and luer lock of one (1) ce intermate sv100 device had broken off during filling. According to the customer, the technician had just started filling the device with normal saline and had their hand towards the location of the blue winged cap/luer lock junction when the tubing broke off. There is no patient involvement. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "broken tubing near the blue winged cap and luer lock" was confirmed; visual examination of the unit found a damaged luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.